Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history, and reason for intervention) are not available. The device is an unknown savvy balloon catheter and the catalog and lot numbers are not available. Kimiagar et al,. (2008). Carotid artery stenting in high risk patients with carotid artery stenosis not eligible for endarterectomy: clinical outcome after 5 years., imaj ;10:121¿124. As reported by kimiagar et al., (2008), carotid artery stenting in high risk patients with carotid artery stenosis not eligible for endarterectomy: clinical outcome after 5 years., imaj ;10:121¿124; one procedural failure occurred in which the patient had a spontaneous intraprocedural occlusion that was asymptomatic. The procedure was a carotid artery stenting that was performed with a low profile 4-20mm savvy balloon catheter, which was used for pre-dilatation after administration of 0.6 mg atropine, and then a stent was deployed from the internal to the common carotid. The device was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) reviews could not be performed. Given the limited information provided, the reported event ¿occlusion¿ could not be confirmed and the exact root cause could not be determined. An occlusion is a blockage or closing of a blood vessel or hollow organ. Vessel occlusion, restenosis, intimal hyperplasia, or recurrent strictures are well known documented potential complications of stent implantation and are listed in the instructions for use (IFU) as such. Vessel characteristics and procedural/handling factors may have contributed to the reported event. Additionally, usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported by kimiagar et al., (2008), carotid artery stenting in high risk patients with carotid artery stenosis not eligible for endarterectomy: clinical outcome after 5 years., imaj ;10:121¿124; one procedural failure occurred in which the patient had a spontaneous intraprocedural occlusion that was asymptomatic. The procedure was a carotid artery stenting that was performed with a low profile 4-20mm savvy balloon catheter, which was used for pre-dilatation after administration of 0.6 mg atropine, and then a stent was deployed from the internal to the common carotid.